Event description:
Customer reported that the patient in question had several negative rh typings all performed in the mts abd/rev gel cards on board the provue, with the latest typing performed in (B)(6) 2013 (specific date not provided) using the mts abd/rev gel card lot# 022713037-25. Customer reports the patient was tested on (B)(6) 2013 in the mts abd/rev gel card lot# 042313037-30 and the anti-d micro well had yielded a 2+ reaction with a negative control well. Patient rh reported by the provue as rh positive. The reaction grade obtained was 2+. The customer was expecting negative. The test was repeated and a 2+ was observed. Customer suspected an incorrect patient was drawn on (B)(6) 2013 based on the patient's previous rh typing and had requested a redraw of the patient. A second sample was collected from the patient and again tested on (B)(6) 2013 in the same lot# of the mts abd/rev gel card lot# 042313037-30 and the anti-d micro well again yielded a 2+ reaction with a negative control well. Patient rh reported by the provue as rh positive. Sample collected back in (B)(6) is no longer available. Patient confirmed to have received a dose of rhogam this month and is currently pregnant. Gestation of pregnancy not provided. Both current samples yielding a positive reaction in the anti-d micro well have been tested and found negative for the direct coombs test. There were no other discrepancies noted to qc or any other patient testing. All gel cards listed in the complaint have all been confirmed to have normal appearance and have been stored according to their package insert indications. No chronic errors observed with the provue. Customer does not have any previous transfusions on file for the patient in question. Customer does not perform weak d testing at their facility. Customer provided two sample tubes for further investigation. The testing of the returned patient samples ((B)(6) 2013) was performed with the retained lots of product: 022713037-25 and 042313037-30. Both samples reacted 2+ with 042313037-30 and 0.5+ with lot 022713037-25 in the anti-d column. Additional in-house weak d samples (c1477 and 746616) were tested with both lots of gel cards: c1477 reacted 2+ with 042313037-30, but no reactivity was observed when tested in 022713037-25. 746616 reacted 2+ with both lots of gel.

Manufacturer narrative:
Batch record review was satisfactory. Complaint review was performed for the lot. There were no other performence related complaints against this. There were 3 performance complaints against the bulk lot. Customer was unable to return actual gel card since it was discarded, however, two samples were sent for investigation. Retained cards were tested with the samples. Weak reactivity (0.5+) was observed with the patient samples. (B)(4).